Event description:
It was reported that a patient, diagnosed with congestive heart failure, diabetes, and hypertension in the surgical suite, experienced a drop in bp during a platelet transfusion using the device. The patient later succumbed due to factors other than those related to this event.